Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on leaflets 1 and 2, moderate calcification on leaflet 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a hole/perforation of approximately 5 mm x 4.5 mm, and a non-transmural damage of 1 mm x 1.5 mm. The non-transmural damage was beveled at the outflow aspect and had similar characteristics to those caused by suture tail abrasion. As received, sutures did not remain attached to the sewing ring. However, customer reported a suture was left on the sewing ring and possible came in contact with the perforation. Serrated markings were observed on leaflet 1 near commissure 2, and on leaflet 2 near both commissures. Tissue damage was observed on leaflet 3 near commissure 3. The sewing ring was cut around leaflet 2. The wireform was exposed on all three commissures and on the side of the valve around leaflet 2. Customer report of leaflet perforation, and leaflet hardening was confirmed. Report of regurgitation was visually confirmed due to leaflet perforation. Calcification and host tissue restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification, pannus, and perforation remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 21 mm aortic pericardial valve, implanted approximately eight (8) years and three (3) months, was explanted due to aortic regurgitation secondary to leaflet perforation. This device was originally implanted for aortic valve replacement to correct aortic stenosis. After implant, the patient received checkups every two years. After an implant duration of approximately five (5) years, aortic regurgitation was indicated. After an implant duration of approximately seven (7) years, mitral regurgitation was observed. This device was explanted and replaced with a 21 mm pericardial valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. Multiple cardiac surgical procedure: mitral valvuloplasty with a 30 mm non-edwards ring at explant. The condition of the valve at explant was reported as ¿a 3 mm size perforation was detected on the leaflet which corresponds to right coronary cusp. Leaflet hardening was observed on all three leaflets. Only the suture, which corresponds to perforation leaflet was not covered with the host pannus tissue. The surgeon commented that ¿since this valve had sutured by single knot, the suture might have been oriented toward the leaflet direction, and contacted with the leaflets over time.¿ the device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.